Event description:
It was reported that during a knee arthroscopy using the ambient super multivac 50 wand, the tip of the wand broke and fell off on the floor. The procedure was completed without significant delay using a back up wand. The surgeon is confident that no debris was left in the pt. There were no reported pt complications as a result of this event.